Manufacturer narrative:
A siemens technical applications specialist (tas) was dispatched to the customer site. After evaluation of the instrument and instrument data, the tas discovered errors in the software system which stated that a system communication timeout had occurred. The tas performed a hard reboot of the computer and the advia centaur cp instrument and confirmed that the files were up-to-date. The patient result was then reported to the physician(s), and the surgery was completed. The cause of the delay in reporting an ipth result on one patient sample was a temporary interruption in software communication. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A delay in reporting an intact parathyroid hormone (ipth) result for one patient sample occurred on an advia centaur cp instrument. The patient was undergoing surgery, and the delayed result caused the length of time of the patient's surgery to be extended. There are no known reports of adverse health consequences due to the delay in reporting the ipth result.